Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty with telemetry and interrogation, the head was intermittent during operation and failed its uplink test. The cable was replaced with a known, good cable and it then interrogated and passed functional testing. It was further noted that the head was contaminated internally and would be scrapped (main printed circuit board, magnet and magnet retainer) and that the upper case was damaged. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had difficulty with telemetry and device interrogation. The programmer was returned for service. There was no patient involvement.